Event description:
The customer alleged they received questionable estradiol (e2) results for one patient on their cobas e411 rack analyzer, serial number (B)(4). Some of the results were from the original sample tubes and some were from aliquots. It is unknown which results were from the original tube and which were from the aliquots. In the case narrative provided by the customer, the following information was provided. The patient's first e2 result was 132.7 pg/ml. The sample was repeated on the e411 analyzer and the result was 128.7 pg/ml. The patient was referred to another laboratory and had an e2 test on an abbott architect and the result was 22 pg/ml. It is unclear if the result from the abbott analyzer was from the same patient sample as the results from the e411 analyzer. On (B)(6) 2012, the patient had a new sample drawn and tested on the e411 analyzer and the result was 119.2 pg/ml. There was another result provided from an abbott architect analyzer at another laboratory that was 22 pg/ml. It is unclear if the results were from the same patient sample. After calibrating the e411 analyzer, another patient sample had the result of 121.6 pg/ml. There was a result provided from another laboratory tested on an abbott analyzer and it was 30 pg/ml. It is unclear if these results were from the same patient samples. Two additional results were provided from the e411 analyzer after calibration that were 152.0 pg/ml and 133 pg/ml. It is unknown if these were from the same patient sample or one of the previous patient samples. On (B)(6) 2012, another patient sample was tested with the e411 analyzer and the result was 143.0 pg/ml. The patient then had a sample tested on the e411 analyzer with a new lot of e2 reagent, lot number 167914 and the expiration date was 11/30/2012 (new lot), and the result was 25.69 pg/ml. While reviewing the hardcopy data from the analyzer provided by the customer, the following information was discovered. On (B)(6) 2012, there was a result from the new lot that was 30.69 pg/ml. Another result from the new lot was 25.10 pg/ml, and it was unclear if this sample was one of the samples previously tested in the other laboratory. There were two results from the old lot of e2 provided that were 121.6 pg/ml and 152.0 pg/ml. Then there was another result from the new lot of e2 and it was 27.74 pg/ml and it was accompanied by a data flag. It is unknown if these results were repeat results from any previous patient samples or new samples. The customer then provided the following comparison data between the new lot of e2 and the old lot of e2. It was unclear how many different patient samples were used and if any of the results were used for diagnostic purposes. The first result from the new lot of e2 reagent was 11.55 pg/ml and the result from the old lot of e2 reagent was 31.1 pg/ml. The second result from the new lot of e2 reagent was 36.92 pg/ml and the result from the old lot of e2 reagent was 58.4 pg/ml. The third result from the new lot of e2 reagent was 65.94 pg/ml and the result from the old lot of e2 reagent was 98.5 pg/ml. The fourth result from the new lot of e2 reagent was 144.3 pg/ml and the result from the old lot of e2 reagent was 194 pg/ml. The fifth result from the new lot of e2 reagent was 24.61 pg/ml and the result from the old lot of e2 reagent was 38.7 pg/ml. The sixth result from the new lot of e2 reagent was 44.71 pg/ml and the result from the old lot of e2 reagent was 63.3 pg/ml. The seventh result from the new lot of e2 reagent was 23.08 pg/ml and the result from the old lot of e2 reagent was 38.3 pg/ml. The result of 133 pg/ml was reported outside the laboratory. Clarification for the unknown or unclear information has been requested. The high e2 results were initially suspected to be due to congenital adrenal hyperplasia (cah) and the patient underwent a full workup for cah. There were no reports of any adverse events. Some patient sample was returned to the manufacturer for investigation. An interference to the detection antibody fragments used in the old lot of reagent was detected. This was a rare interference that was only detected once before, and it does not interfere with the new lot of e2 reagent.

Manufacturer narrative:
This event occurred in the (B)(6).

Manufacturer narrative:
Additional information was provided by the customer. The patient results from the e411 analyzer and abbott architect on (B)(6) 2012 were from different sample draws on consecutive days. On (B)(6) 2012, the e411 result of 119.2 pg/ml was from the same sample as the abbott architect result of 22 pg/ml. On (B)(6) 2012, the e411 result of 121.6 pg/ml and the abbott architect result of 30 pg/ml were from the same patient sample that was run on (B)(6) 2012. On (B)(6) 2012, the sample that produced the e411 result of 119.2 pg/ml and the abbott result of 22 pg/ml also produced a result of 152.0 pg/ml on the e411 analyzer after re-calibrating the e411. On (B)(6) 2012, the sample that produced the e411 result of 121.6 pg/ml produced the e411 result of 133 pg/ml after re-calibrating the e411. The same patient sample was used to produce the e411 results on (B)(6) 2012. The results from (B)(6) 2012 were used for additional investigation to rule out pathology and were not reported outside the laboratory. It was determined the two different lots of reagent used were also different versions of the estradiol reagent. Lot 167224 is a prior formulation of the reagent. Lot 167914 is a modified formulation. Patient sample was provided for investigation and tested using the two different formulations. An interference was detected on the prior formulation of the reagent. When tested on the new formulation of the reagent, there was no interference detected. There was a change in the detection antibody in the new formulation of the estradiol reagent. The rare interference seen in the old formulation of the reagent has not been seen in the new version.